Event description:
Allegedly, patient was revised due to instability. Revision njr number: 5057460. Side: l . Primary asa: p3 - incapacitating systemic disease.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.